Manufacturer narrative:
There is no confirmation of this reported complaint, due to this being a technical support call. A ge healthcare technical support representative recommended the customer replace the display unit to correct the reported fault. The display unit was replaced by the customer and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the on /off switch symbol was appearing on the display, during pre-use checkout. No report of patient involvement.